Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The blade broke at the base of the instrument and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the instrument log for the harmonic ace curved shears instrument (part# 480275-08 / lot# l90210628-0092) associated with this event has been performed. Per logs, the harmonic ace curved shears was last used on (B)(6) 2022 on system (B)(4) for an endometriosis resection procedure. This is a single use instrument. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted endometriosis resection surgical procedure, the harmonic ace curved shears instrument was broken inside of the patient. The fragment was removed during the same procedure.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the tip of the harmonic ace curved shears instrument was broken inside of the patient. The surgeon was able to remove the tip from the patient and threw it away. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was recovered by using a laparoscopic grasping forceps. All fragments were retrieved and disposed of. No additional surgical procedures were required. No post operative tests were performed based on the charting. The patient has not returned for any post surgical complications. No patient information is available.